Event description:
Additional information found the patient had their ipg replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a car accident and underwent an unrelated surgical procedure and did not place the ipg into surgery mode. Since the procedure, the ipg will no longer communicate with external devices. Troubleshooting attempts have been unable to provide resolution.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information provided that troubleshooting and analysis of patient¿s ipg confirmed ipg was inoperable and ipg was not providing therapy.